Event description:
On follow up call to patient on (B)(6) 2010, patient reported her blood glucose became elevated in the 400 mg/dl and 500 mg/dl on the 1st day back on her primary infusion device. Patient stated, she feels the infusion device was not delivering insulin accurately prior to insulin being spilled in the cartridge compartment. Patient returned the infusion device due to spilling insulin inside of the cartridge chamber and the plunger was stuck on the piston rod. Patient switched to her backup infusion device and reported her blood glucose levels are back in the range of 100 mg/dl. The patient did not require assistance from a healthcare professional or second party to address the issue. Infusion device was returned; a replacement infusion device was sent.